Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-4316, serial # (B)(4), description: clik anchor (set of 2) the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing soreness at the pocket site. The initial assessment from the physician revealed no infection, however, oral antibiotics were prescribed as a precaution. Upon follow up, the physician confirmed an infection at the pocket site. The patient's symptoms included drainage and the wound had opened. The physician believes the infection was caused by the clik anchors. The patient was explanted and was reportedly doing well following the procedure.